Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which was submitted by an indian customer, in which an unspecified issue was reported with the adc device. The reporter was contacted and reported low sensor readings of 53 mg/dl, 72 mg/dl, and 74 mg/dl when compared to a competitor meter results of 350 mg/dl, 371 mg/dl, and 396 mg/dl. The reporter indicated that there was no third-party intervention required for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.